Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("auto-immune symptoms") and suicidal ideation ("suicidal ideation,") in a 48-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, mastitis, depression, depression and depression. Previously administered products included for birth control: depo provera; for an unreported indication: effexor and zoloft. Concurrent conditions included instability vasomotor, hot flashes, vitamin d deficiency, coccyx pain, vaginal cyst, nevus, dermatitis, nevus, seborrheic keratosis, lentigo and cherry angiomas. Concomitant products included colecalciferol (vitamin d), cyanocobalamin (vitamin b12), ibuprofen and multivitamin. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("metal allergy"). In 2009, the patient experienced libido decreased ("low libido/decreased sexual drive"), pollakiuria ("frequent urination"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). In 2012, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced vulvovaginal swelling ("vaginal area swelling") and feeling cold ("feeling cold"). On (B)(6) 2013, 6 years 7 months after insertion of essure (ess205), the patient experienced arthralgia ("arthralgia/pain knees, elbow, and, joint pain"), bone pain ("bone pain") and back pain ("sacrum pain"). In 2014, the patient experienced the first episode of fatigue ("fatigue"). In 2017, the patient experienced suicidal ideation (seriousness criterion medically significant) and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), the second episode of fatigue ("chronic fatigue"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), feeling abnormal ("brain fog") and mood altered ("moodiness"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, suicidal ideation, depression, anxiety, libido decreased, allergy to metals, amnesia, disturbance in attention, vaginal discharge, vulvovaginal swelling, feeling cold, bone pain and back pain outcome was unknown, the last episode of fatigue was resolving and the alopecia, hypersensitivity, pollakiuria, arthralgia, feeling abnormal and mood altered had resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bone pain, depression, disturbance in attention, feeling abnormal, feeling cold, hypersensitivity, libido decreased, mood altered, pelvic pain, pollakiuria, suicidal ideation, vaginal discharge, vulvovaginal swelling, the first episode of fatigue and the second episode of fatigue to be related to essure (ess205). The reporter commented: there were 3 loops of coil seen 0.0 the rand 1 loop of coil seen on the l. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2017: bilateral essure devices were seen. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2016: stable right sacral ala lesion. Loss in her libido, trouble with concentration, chronic depression, low back pain, arthralgia, hair loss, joint pain, nickel allergy, joint pain, chronic fatigue, hair loss, severe depression, anxiety, loss of libido, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('auto-immune symptoms') and suicidal ideation ('suicidal ideation,') in a 48-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis, depression, depression, depression, depression and termination of pregnancy. Previously administered products included for birth control: depo provera; for an unreported indication: effexor and zoloft. Concurrent conditions included instability vasomotor, hot flashes, vitamin d deficiency, coccyx pain, vaginal cyst, nevus, dermatitis, nevus, seborrheic keratosis, lentigo and cherry angiomas. Concomitant products included ibuprofen, multivitamin, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("metal allergy"). In 2009, the patient experienced libido decreased ("low libido/decreased sexual drive"), pollakiuria ("frequent urination"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). In 2012, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced vulvovaginal swelling ("vaginal area swelling") and feeling cold ("feeling cold"). On (B)(6) 2013, the patient experienced arthralgia ("arthralgia/pain knees, elbow,and ,joint pain"), bone pain ("bone pain") and back pain ("sacrum pain"), 6 years 7 months after insertion of essure (ess205). In 2017, the patient experienced suicidal ideation (seriousness criterion medically significant) and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("chronic fatigue"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), feeling abnormal ("brain fog"), mood altered ("moodiness"), food allergy ("hypersensitivity to foods / multiple food sensitivities"), anosmia ("loss of sense of smell"), menorrhagia ("heavy periods"), rash ("skin rashes"), tooth disorder ("dental problems"), dysbiosis ("somtheing was messing with gut bacteria"), coccydynia ("tail bone pain"), loose body in joint ("joints loose") and scar ("scar tissue blocking cervix"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the autoimmune disorder, suicidal ideation, depression, anxiety, libido decreased, allergy to metals, amnesia, disturbance in attention, vaginal discharge, vulvovaginal swelling, feeling cold, bone pain, back pain, food allergy, anosmia, menorrhagia, rash, tooth disorder, dysbiosis, coccydynia and loose body in joint outcome was unknown and the alopecia, hypersensitivity, pollakiuria, arthralgia, feeling abnormal and mood altered had resolved. The reporter considered allergy to metals, alopecia, amnesia, anosmia, anxiety, arthralgia, autoimmune disorder, back pain, bone pain, coccydynia, depression, disturbance in attention, dysbiosis, fatigue, feeling abnormal, feeling cold, food allergy, hypersensitivity, libido decreased, loose body in joint, menorrhagia, mood altered, pelvic pain, pollakiuria, rash, scar, suicidal ideation, tooth disorder, vaginal discharge and vulvovaginal swelling to be related to essure (ess205). The reporter commented: there were 3 loops of coil seen 0.0 the rand 1 loop of coil seen on the l. Discrepancy of date(s) of insertion: (B)(6) 2007 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2017: results: bilateral essure devices were seen. Magnetic resonance imaging abdominal - on (B)(6) 2016: results: stable right sacral ala lesion. Diagnostic results: in 2016 hysterosalpingogram was terminated. Loss in her libido,trouble with concentration,chronic depression, low back pain, arthralgia, hair loss,joint pain,nickel allergy,joint pain, chronic fatigue, hair loss, severe depression, anxiety, loss of libido, brain fog, concerning the injuries reported in this case, the following ones were described in patient¿s social media :anosmia, menorrhagia, rash, tooth disorder, , dysbiosis, coccydynia, joints loose,scar tissue blocking cervix quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: all source document information, reporter and reference section from deletion case (B)(4) added to this case. Social media received: reporter information was added. New events "loss of sense of smell, heavy periods, skin rashes, dental problems, somtheing was messing with gut bacteria, tail bone pain, joints loose, scar tissue blocking cervix" were added. Follow up 5 and 6 processed together incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("auto-immune symptoms") and suicidal ideation ("suicidal ideation,") in a 48-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, mastitis, depression, depression and depression. Previously administered products included for birth control: depo provera; for an unreported indication: effexor and zoloft. Concurrent conditions included instability vasomotor, hot flashes, vitamin d deficiency, coccyx pain, vaginal cyst, nevus, dermatitis, nevus, seborrheic keratosis, lentigo and cherry angiomas. Concomitant products included colecalciferol (vitamin d), cyanocobalamin (vitamin b12), ibuprofen and multivitamin. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("metal allergy"). In 2009, the patient experienced libido decreased ("low libido/decreased sexual drive"), pollakiuria ("frequent urination"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). In 2012, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced vulvovaginal swelling ("vaginal area swelling") and feeling cold ("feeling cold"). On (B)(6) 2013, 6 years 7 months after insertion of essure (ess205), the patient experienced arthralgia ("arthralgia/pain knees, elbow,and ,joint pain"), bone pain ("bone pain") and back pain ("sacrum pain"). In 2014, the patient experienced the first episode of fatigue ("fatigue"). In 2017, the patient experienced suicidal ideation (seriousness criterion medically significant) and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), the second episode of fatigue ("chronic fatigue"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), feeling abnormal ("brain fog") and mood altered ("moodiness"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, suicidal ideation, depression, anxiety, libido decreased, allergy to metals, amnesia, disturbance in attention, vaginal discharge, vulvovaginal swelling, feeling cold, bone pain and back pain outcome was unknown, the last episode of fatigue was resolving and the alopecia, hypersensitivity, pollakiuria, arthralgia, feeling abnormal and mood altered had resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bone pain, depression, disturbance in attention, feeling abnormal, feeling cold, hypersensitivity, libido decreased, mood altered, pelvic pain, pollakiuria, suicidal ideation, vaginal discharge, vulvovaginal swelling, the first episode of fatigue and the second episode of fatigue to be related to essure (ess205). The reporter commented: there were 3 loops of coil seen 0.0 the rand 1 loop of coil seen on the l. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2017: bilateral essure devices were seen nuclear magnetic resonance imaging abdominal - on 28-jun-2016: stable right sacral ala lesion . Loss in her libido,trouble with concentration,chronic depression, low back pain, arthralgia, hair loss,joint pain,nickel allergy,joint pain, chronic fatigue, hair loss, severe depression, anxiety, loss of libido, brain fog, most recent follow-up information incorporated above includes: on 20-jun-2018: reporters information updated .events: .hormonal changes describe: low libido, decreased sexual drive, allergic or hypersensitivity reaction type: positive metal testing, psychological or psychiatric problems condition severe depression; psychiatrist considered institutionalization with suicidal ideation, bladder or urinary problems or changes,), vaginal discharge, fatigue, hair loss, other injury(ies) or complication (s) please describe: vaginal area swelling; arthralgia; feeling cold were added. Concomitant disease, concomitant drugs, historical drugs ,lab data historical condition were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("auto-immune symptoms") and suicidal ideation ("suicidal ideation,") in a 48-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mastitis, depression, depression, depression, depression and termination of pregnancy. Previously administered products included for birth control: depo provera; for an unreported indication: effexor and zoloft. Concurrent conditions included instability vasomotor, hot flashes, vitamin d deficiency, coccyx pain, vaginal cyst, nevus, dermatitis, nevus, seborrheic keratosis, lentigo and cherry angiomas. Concomitant products included colecalciferol (vitamin d), cyanocobalamin (vitamin b12), ibuprofen and multivitamin. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("metal allergy"). In 2009, the patient experienced libido decreased ("low libido/decreased sexual drive"), pollakiuria ("frequent urination"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). In 2012, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced vulvovaginal swelling ("vaginal area swelling") and feeling cold ("feeling cold"). On (B)(6) 2013, 6 years 7 months after insertion of essure (ess205), the patient experienced arthralgia ("arthralgia/pain knees, elbow,and ,joint pain"), bone pain ("bone pain") and back pain ("sacrum pain"). In 2014, the patient experienced the first episode of fatigue ("fatigue"). In 2017, the patient experienced suicidal ideation (seriousness criterion medically significant) and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), the second episode of fatigue ("chronic fatigue"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), feeling abnormal ("brain fog"), mood altered ("moodiness") and food allergy ("hypersensitivity to foods"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, suicidal ideation, depression, anxiety, libido decreased, allergy to metals, amnesia, disturbance in attention, vaginal discharge, vulvovaginal swelling, feeling cold, bone pain, back pain and food allergy outcome was unknown, the last episode of fatigue was resolving and the alopecia, hypersensitivity, pollakiuria, arthralgia, feeling abnormal and mood altered had resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bone pain, depression, disturbance in attention, feeling abnormal, feeling cold, food allergy, hypersensitivity, libido decreased, mood altered, pelvic pain, pollakiuria, suicidal ideation, vaginal discharge, vulvovaginal swelling, the first episode of fatigue and the second episode of fatigue to be related to essure (ess205). The reporter commented: there were 3 loops of coil seen 0.0 the rand 1 loop of coil seen on the l. Discrepancy of date(s) of insertion: (B)(6) 2007 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2017: bilateral essure devices were seen nuclear magnetic resonance imaging abdominal - on (B)(6) 2016: stable right sacral ala lesion in 2016 hysterosalpingogram was terminated. Loss in her libido,trouble with concentration,chronic depression, low back pain, arthralgia, hair loss,joint pain,nickel allergy,joint pain, chronic fatigue, hair loss, severe depression, anxiety, loss of libido, brain fog, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-oct-2018: event "hypersensitivity to foods" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('auto-immune symptoms') and suicidal ideation ('suicidal ideation,') in a 48-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis, depression, depression, depression, depression and termination of pregnancy. Previously administered products included for birth control: depo provera; for an unreported indication: effexor and zoloft. Concurrent conditions included instability vasomotor, hot flashes, vitamin d deficiency, coccyx pain, vaginal cyst, nevus, dermatitis, nevus, seborrheic keratosis, lentigo and cherry angiomas. Concomitant products included ibuprofen, vitamin b12 nos, vitamin d nos (vitamin d) and vitamins nos (multivitamin). On (B)(6)2007, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("metal allergy"). In 2009, the patient experienced libido decreased ("low libido/decreased sexual drive"), pollakiuria ("frequent urination"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). In 2012, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced vulvovaginal swelling ("vaginal area swelling") and feeling cold ("feeling cold"). On (B)(6)2013 , the patient experienced arthralgia ("arthralgia/pain knees, elbow,and ,joint pain"), bone pain ("bone pain") and back pain ("sacrum pain"), 6 years 7 months after insertion of essure (ess205). In 2017, the patient experienced suicidal ideation (seriousness criterion medically significant) and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("chronic fatigue"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), feeling abnormal ("brain fog"), mood altered ("moodiness"), food allergy ("hypersensitivity to foods / multiple food sensitivities"), anosmia ("loss of sense of smell"), menorrhagia ("heavy periods"), rash ("skin rashes"), tooth disorder ("dental problems"), dysbiosis ("somtheing was messing with gut bacteria"), coccydynia ("tail bone pain"), loose body in joint ("joints loose") and scar ("scar tissue blocking cervix"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on(B)(6)2017 . At the time of the report, the pelvic pain and fatigue was resolving, the autoimmune disorder, suicidal ideation, depression, anxiety, libido decreased, allergy to metals, amnesia, disturbance in attention, vaginal discharge, vulvovaginal swelling, feeling cold, bone pain, back pain, food allergy, anosmia, menorrhagia, rash, tooth disorder, dysbiosis, coccydynia and loose body in joint outcome was unknown and the alopecia, hypersensitivity, pollakiuria, arthralgia, feeling abnormal and mood altered had resolved. The reporter considered allergy to metals, alopecia, amnesia, anosmia, anxiety, arthralgia, autoimmune disorder, back pain, bone pain, coccydynia, depression, disturbance in attention, dysbiosis, fatigue, feeling abnormal, feeling cold, food allergy, hypersensitivity, libido decreased, loose body in joint, menorrhagia, mood altered, pelvic pain, pollakiuria, rash, scar, suicidal ideation, tooth disorder, vaginal discharge and vulvovaginal swelling to be related to essure (ess205). The reporter commented: there were (B)(4) loops of coil seen 0.0 the rand 1 loop of coil seen on the l. Discrepancy of date(s) of insertion: (B)(6)2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007 : results: total bilateral occlusion; on (B)(6)2017 : results: bilateral essure devices were seen. Magnetic resonance imaging abdominal - on (B)(6)2016 : results: stable right sacral ala lesion. Diagnostic results: in 2016 hysterosalpingogram was terminated. Loss in her libido,trouble with concentration,chronic depression, low back pain, arthralgia, hair loss,joint pain,nickel allergy,joint pain, chronic fatigue, hair loss, severe depression, anxiety, loss of libido, brain fog, concerning the injuries reported in this case, the following ones were described in patient¿s social media :anosmia, menorrhagia, rash, tooth disorder, , dysbiosis, coccydynia, joints loose,scar tissue blocking cervix quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate of this case. All information from deleted case(B)(4) was transferred to this case. Legacy device report num 2951250-2020-00009 (from deleted case (B)(4) ). Legacy device report num 2951250-2017-07703 (from retained case 2017-219436). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 48-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis, depression, depression, depression, depression and termination of pregnancy. Previously administered products included for birth control: depo provera; for an unreported indication: effexor and zoloft. Concurrent conditions included instability vasomotor, hot flashes, vitamin d deficiency, coccyx pain, vaginal cyst, nevus, dermatitis, nevus, seborrheic keratosis, lentigo and cherry angiomas. Concomitant products included ibuprofen, vitamin b12 nos, vitamin d nos (vitamin d) and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("metal allergy"). In 2009, the patient experienced libido decreased ("low libido/decreased sexual drive"), pollakiuria ("frequent urination"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). In 2012, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced vulvovaginal swelling ("vaginal area swelling") and feeling cold ("feeling cold"). On (B)(6) 2013, the patient experienced arthralgia ("arthralgia/pain knees, elbow,and ,joint pain"), bone pain ("bone pain") and back pain ("sacrum pain"), 6 years 7 months after insertion of essure (ess205). In 2017, the patient experienced suicidal ideation ("suicidal ideation,") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto-immune symptoms"), fatigue ("chronic fatigue"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), feeling abnormal ("brain fog"), mood altered ("moodiness"), food allergy ("hypersensitivity to foods / multiple food sensitivities"), anosmia ("loss of sense of smell"), menorrhagia ("heavy periods"), rash ("skin rashes"), tooth disorder ("dental problems"), dysbiosis ("somtheing was messing with gut bacteria"), coccydynia ("tail bone pain"), loose body in joint ("joints loose"), scar ("scar tissue blocking cervix") and joint swelling ("joint inflammation"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the autoimmune disorder, suicidal ideation, depression, anxiety, libido decreased, allergy to metals, amnesia, disturbance in attention, vaginal discharge, vulvovaginal swelling, feeling cold, bone pain, back pain, food allergy, anosmia, menorrhagia, rash, tooth disorder, dysbiosis, coccydynia, loose body in joint and joint swelling outcome was unknown and the alopecia, hypersensitivity, pollakiuria, arthralgia, feeling abnormal and mood altered had resolved. The reporter considered allergy to metals, alopecia, amnesia, anosmia, anxiety, arthralgia, autoimmune disorder, back pain, bone pain, coccydynia, depression, disturbance in attention, dysbiosis, fatigue, feeling abnormal, feeling cold, food allergy, hypersensitivity, joint swelling, libido decreased, loose body in joint, menorrhagia, mood altered, pelvic pain, pollakiuria, rash, scar, suicidal ideation, tooth disorder, vaginal discharge and vulvovaginal swelling to be related to essure (ess205). The reporter commented: there were 3 loops of coil seen 0.0 the rand 1 loop of coil seen on the l. Discrepancy of date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2017: results: bilateral essure devices were seen. Magnetic resonance imaging abdominal - on (B)(6) 2016: results: stable right sacral ala lesion. Diagnostic results: in 2016 hysterosalpingogram was terminated. Loss in her libido,trouble with concentration,chronic depression, low back pain, arthralgia, hair loss,joint pain,nickel allergy,joint pain, chronic fatigue, hair loss, severe depression, anxiety, loss of libido, brain fog, concerning the injuries reported in this case, the following ones were described in patient¿s social media :anosmia, menorrhagia, rash, tooth disorder, , dysbiosis, coccydynia, joints loose,scar tissue blocking cervix . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. Event: joint inflammation was added. Event: suicidal ideation, auto-immune symptoms seriousness criteria was made non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 48-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis, depression, depression, depression, depression and termination of pregnancy. Previously administered products included for birth control: depo provera; for an unreported indication: effexor and zoloft. Concurrent conditions included instability vasomotor, hot flashes, vitamin d deficiency, coccyx pain, vaginal cyst, nevus, dermatitis, nevus, seborrheic keratosis, lentigo and cherry angiomas. Concomitant products included ibuprofen, vitamin b12 nos, vitamin d nos (vitamin d) and vitamins nos (multivitamin). On 22-may-2007, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("metal allergy"). In 2009, the patient experienced libido decreased ("low libido/decreased sexual drive"), pollakiuria ("frequent urination"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). In 2012, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced vulvovaginal swelling ("vaginal area swelling") and feeling cold ("feeling cold"). On (B)(6)2013, the patient experienced arthralgia ("arthralgia/pain knees, elbow,and ,joint pain"), bone pain ("bone pain") and back pain ("sacrum pain"), 6 years 7 months after insertion of essure (ess205). In 2017, the patient experienced suicidal ideation ("suicidal ideation,") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto-immune symptoms"), fatigue ("chronic fatigue"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), feeling abnormal ("brain fog"), mood altered ("moodiness"), food allergy ("hypersensitivity to foods / multiple food sensitivities"), anosmia ("loss of sense of smell"), menorrhagia ("heavy periods"), rash ("skin rashes"), tooth disorder ("dental problems"), dysbiosis ("somtheing was messing with gut bacteria"), coccydynia ("tail bone pain"), loose body in joint ("joints loose"), scar ("scar tissue blocking cervix"), arthritis ("joint inflammation"), menopause ("I am post menopousal") and inflammation ("by eating anti-inflammatory diet"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the autoimmune disorder, suicidal ideation, depression, anxiety, libido decreased, allergy to metals, amnesia, disturbance in attention, vaginal discharge, vulvovaginal swelling, feeling cold, bone pain, back pain, food allergy, anosmia, menorrhagia, rash, tooth disorder, dysbiosis, coccydynia, loose body in joint, arthritis, menopause and inflammation outcome was unknown and the alopecia, hypersensitivity, pollakiuria, arthralgia, feeling abnormal and mood altered had resolved. The reporter considered allergy to metals, alopecia, amnesia, anosmia, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, bone pain, coccydynia, depression, disturbance in attention, dysbiosis, fatigue, feeling abnormal, feeling cold, food allergy, hypersensitivity, inflammation, libido decreased, loose body in joint, menopause, menorrhagia, mood altered, pelvic pain, pollakiuria, rash, scar, suicidal ideation, tooth disorder, vaginal discharge and vulvovaginal swelling to be related to essure (ess205). The reporter commented: there were 3 loops of coil seen 0.0 the rand 1 loop of coil seen on the l. Discrepancy of date(s) of insertion: (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2017: results: bilateral essure devices were seen. Magnetic resonance imaging abdominal - on (B)(6) 2016: results: stable right sacral ala lesion. Diagnostic results: in 2016 hysterosalpingogram was terminated. Loss in her libido,trouble with concentration,chronic depression, low back pain, arthralgia, hair loss,joint pain,nickel allergy,joint pain, chronic fatigue, hair loss, severe depression, anxiety, loss of libido, brain fog, concerning the injuries reported in this case, the following ones were described in patient¿s social media :anosmia, menorrhagia, rash, tooth disorder, , dysbiosis, coccydynia, joints loose,scar tissue blocking cervix quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new events by eating anti-inflammatory diet, I am post menopausal were added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 48-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis, depression, depression, depression, depression and termination of pregnancy. Previously administered products included for birth control: depo provera; for an unreported indication: effexor and zoloft. Concurrent conditions included instability vasomotor, hot flashes, vitamin d deficiency, coccyx pain, vaginal cyst, nevus, dermatitis, nevus, seborrheic keratosis, lentigo and cherry angiomas. Concomitant products included ibuprofen, vitamin b12 nos, vitamin d nos (vitamin d) and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced allergy to metals ("metal allergy"). In 2009, the patient experienced libido decreased ("low libido/decreased sexual drive"), pollakiuria ("frequent urination"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). In 2012, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced vulvovaginal swelling ("vaginal area swelling") and feeling cold ("feeling cold"). On (B)(6) 2013, the patient experienced arthralgia ("arthralgia/pain knees, elbow,and ,joint pain"), bone pain ("bone pain") and back pain ("sacrum pain"), 6 years 7 months after insertion of essure (ess205). In 2017, the patient experienced suicidal ideation ("suicidal ideation,") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto-immune symptoms"), fatigue ("chronic fatigue"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), feeling abnormal ("brain fog"), mood altered ("moodiness"), food allergy ("hypersensitivity to foods / multiple food sensitivities"), anosmia ("loss of sense of smell"), menorrhagia ("heavy periods"), rash ("skin rashes"), tooth disorder ("dental problems"), dysbiosis ("somtheing was messing with gut bacteria"), coccydynia ("tail bone pain"), loose body in joint ("joints loose"), scar ("scar tissue blocking cervix"), arthritis ("joint inflammation"), menopausal symptoms ("I am post menopousal"), inflammation ("by eating anti-inflammatory diet"), rash papular ("papules and face , neck , hand , back and sometimes in chest") and pustule ("large painful pustules"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the autoimmune disorder, suicidal ideation, depression, anxiety, libido decreased, allergy to metals, amnesia, disturbance in attention, vaginal discharge, vulvovaginal swelling, feeling cold, bone pain, back pain, food allergy, anosmia, menorrhagia, rash, tooth disorder, dysbiosis, coccydynia, loose body in joint, arthritis, menopausal symptoms, inflammation, rash papular and pustule outcome was unknown and the alopecia, hypersensitivity, pollakiuria, arthralgia, feeling abnormal and mood altered had resolved. The reporter considered allergy to metals, alopecia, amnesia, anosmia, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, bone pain, coccydynia, depression, disturbance in attention, dysbiosis, fatigue, feeling abnormal, feeling cold, food allergy, hypersensitivity, inflammation, libido decreased, loose body in joint, menopausal symptoms, menorrhagia, mood altered, pelvic pain, pollakiuria, pustule, rash, rash papular, scar, suicidal ideation, tooth disorder, vaginal discharge and vulvovaginal swelling to be related to essure (ess205). The reporter commented: there were 3 loops of coil seen 0.0 the rand 1 loop of coil seen on the l. Discrepancy of date(s) of insertion: (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-sep-2007: results: total bilateral occlusion; on (B)(6) 2017: results: bilateral essure devices were seen. Magnetic resonance imaging abdominal - on (B)(6) 2016: results: stable right sacral ala lesion. Diagnostic results: in 2016 hysterosalpingogram was terminated. Loss in her libido,trouble with concentration,chronic depression, low back pain, arthralgia, hair loss,joint pain,nickel allergy,joint pain, chronic fatigue, hair loss, severe depression, anxiety, loss of libido, brain fog, concerning the injuries reported in this case, the following ones were described in patient¿s social media :anosmia, menorrhagia, rash, tooth disorder, , dysbiosis, coccydynia, joints loose,scar tissue blocking cervix quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: events added "pustule" and "rash papular". Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("auto-immune symptoms") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("chronic fatigue"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and hypersensitivity ("allergic reactions"). The patient had surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, alopecia, depression, anxiety and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, fatigue, hypersensitivity and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.